Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) during dwell. The patient described feeling full as if they had too much solution in them. The patient was placed on manual drain and drained over 200% their fill volume. The patient was advised to notify their registered nurse of the event. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to perform therapy until the patient received a new machine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The device was determined to meet functional and electrical performance specification requirements. No device failures or malfunctions were identified that could have caused or contributed to the reported iipv event. A simulated therapy was completed successfully and the returned device met product specifications. The cause of the reported issue was determined to be due to a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should relevant additional information become available, a follow-up report will be submitted.